Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00050, on 13-feb-2026. Additional information (25-feb-2026): siemens further evaluated the event by reviewing the available information in the complaint and concluded that the probable cause of the event was the leak from reaction wash probe 4, caused by either failure of the valve or the tubing associated with reaction wash probe 4. The complaint was resolved with routine troubleshooting actions. The customer is operational. The component code and the investigation conclusions codes in section h6 were updated to reflect the additional information. No further evaluation of this analyzer is required.

Event description:
The customer reported discordant creatinine (crea_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the result. The samples were not repeated. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report discordant creatinine (crea_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Quality controls (qcs) recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced the silicone tubing and the 2-way valve for reaction washer. Siemens continues to investigate.